Event description:
It was reported that the t:slim x2 pump battery would not charge and the screen remained dark. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to try different charging cables and adapters, though these attempts did not resolve the issue. Ultimately, technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery.